Manufacturer narrative:
Related patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic cysto bladder procedure, the subject device sparked and smoked. The procedure was completed with the same device. There was no report of patient harm. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was caused by failure to follow instructions/ maintenance failure of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.